Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Provider states that the seat upholstery is sinking in the middle.